Manufacturer narrative:
(B)(4)

Event description:
It was reported that the caller was a doctor meeting with patient. The caller wanted to know what kind of device the patient had implanted. Caller stated that the patient stated that the device was 'not working'. It was noted that the device stopped working about a year ago. The patient seemed to know how to use the patient programmer and the caller was going to direct the patient back to the managing physician. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the patient's implants were checked 2014-(B)(6) and all measurements were okay. The patient was seen and examined. The implant was okay. The patient needed reprogramming, it was last done in 2011. Implant was reprogrammed 2014-(B)(6) and lead checked. Signs and symptoms included patient was not feeling stimulation and had frequency. Regarding if hospitalization was required it was noted "no" and "unknown". Patient was to return to the office for one month follow up.

Manufacturer narrative:
Concomitant products: product ID: 3093-33, lot# v621111, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).